Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump alarm was not loud, sometimes rainbow effect on the screen and locking mechanism to lock cartridge in place had broken off. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.